Event description:
It was reported that a user new to the fl3+ sensor initiated the sensor in the manufacturer¿s app rather than in the ilet app, resulting in the sensor becoming paired to another device and unusable with the ilet system. Symptoms included no adverse clinical effects reported. Outcomes included the need to replace the sensor and coordination with the sensor manufacturer for possible replacement, and the call was transferred to the partner organization after troubleshooting and education were provided. Investigation included user interview, troubleshooting, and product-use education. Investigation of this case revealed user setup error and incorrect device pairing. It was concluded that the event was due to user error related to improper sensor activation and pairing.